Manufacturer narrative:
Date sent to the FDA: 04/15/2020. Corrected h-3 summary: foils packets were examined for visual inspection and some wrinkles were noted, caused by handling during the functional test. An empty opened foil and six unopened samples of product were returned for analysis. The complaint sample was not received. During the visual inspection of six unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. Per the condition of the representative samples, no performance - breakage suture were found and the tested samples met the finished goods requirements. Additional information was requested, and the following was obtained: the returned products were contained in kits, which were packed and re-sterilized. I received this information from the customer afterwards. The customer himself has expressed the suspicion that the resterilization may have taken place at too hot a temperature and that the thread has been torn. Events submitted via 2210968-2020-01894, 2210968-2020-01901, 2210968-2020-01902, 2210968-2020-01904, 2210968-2020-01905, 2210968-2020-01907 and 2210968-2020-01906.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. An empty opened foil and six unopened samples of product were returned for analysis. The complaint sample was not received. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. Per the condition of the samples received, no performance pull off - suture needle was found, and the tested samples met the finished goods requirements. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This complaint was reported with quantity involved of 7 sutures broken during this single surgery. And on our question ¿confirm specific number of devices that failed during this reported event /procedure?¿ response was ¿at least 10 ea. During different procedures. ¿ were these " different procedures" reported to ethicon before? If yes, please provide complaint pc numbers. Please specify details of each procedure and how many of sutures were broke during each procedure?

Event description:
It was reported that the patient underwent an unknown procedure in 2020 and the suture was used. It was reported that when surgeon performed single knots and realized that the suture broke at the swage while suturing. Another like suture was used to complete the procedure successfully. Additional information has been requested.